Manufacturer narrative:
The initial MDR 2432235-2017-00246 was filed on april 29, 2017. Additional information (05/08/2017): the siemens headquarters support center (hsc) reviewed the event. Hsc found the cse did replace the tubing. Aspiration and dispense were within specifications and ranges. The cse ran quality control, resulting within range. No further information was made available for hsc to investigate. The cause of the discordant, falsely elevated cardiac troponin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens dispatched a customer service engineer (cse) to the customer's site. The cse checked for leaks, and did not find any. The cse traced the tubings and verified the correct connections and sensors. The cse found condensation at the wash manifold windows and cuvettes. The cse cleared the condensation. The cse checked the vacuum, resulting within specifications. The cse found a defective tubing. The cse ordered the part is will replace the part once it becomes available. Siemens is investigating the event.

Event description:
A discordant, falsely elevated cardiac troponin result was obtained on a patient sample on an advia centaur xpt instrument. The initial result was reported out to the physician(s), which was questioned. The customer repeated the same sample on an alternate advia centaur xpt instrument, resulting lower. The customer issued a corrected report out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cardiac troponin result.